Event description:
Caller states the patient tested 2.0 inr on the coaguchek xs system and 1.5 inr on a comparison lab. Coumadin was increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.